Event description:
This lead started to oversense today and the patient received inappropriate shocks. The ICD was turned off until a new lead could be placed. On (B)(6), this lead and the associated ICD were explanted and replaced. The ICD had reached eri.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.